Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the ins was not charged for about a year and a half. It was further noted that this was ¿not the first time.¿ it was noted that it made the patient¿s feet ¿worse¿ and was doing ¿more harm than good.¿ it was noted that one 60 minute countdown was performed with no response from the ins. Additional information received reported that the patient was scheduled for a ¿por¿ with the healthcare professional (hcp). It was further reported that there were telemetry issues. It was noted the patient stopped using the stimulation because it was less effective and ¿not providing the coverage.¿ it was further noted that the last time any stimulation as felt was 1.5 years ago. It was noted that several physician recharge mod (pmr) were performed and a normal recharge screen was obtained. It was noted that there was a power on reset (por). It was noted that programming would be performed after the por was cleared. It was further reported the ins was charged past 25% but the physician programmer indicated a discharge. The battery was being charged. It was noted that the battery capacitor had been damaged from the time in an overdischarge state. It was further reported that error code 0x2608 was noticed. It was noted that the caller was able to match the clock. It was further reported that the ins was charged up to 75% in ¿about 10 minutes.¿ they interrogated with the physician programmer and checked impedances. It was noted that there was good stimulation when the device was turned on but at the end of the physician programmer session the ins appeared to be discharged and the battery empty. Additional information received reported that the por was cleared.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).